Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited non-physiologic noise on all three channels. The right ventricular (rv) noise was oversensed and caused greater than two seconds of pacing inhibition. The noise occurred at the same time and started and stopped simultaneously. There were no other events with noise and the lead measurements were normal. It was believed that the patient was in a procedure at that time. No adverse patient effects were reported. The device remains in service.